Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while pulling out/removing the guide wire, it was stuck and deformed (untangled). The guide wire was needed to be taken out together with the needle/catheter in one action. The catheter was not repaired and there was no leak. Iodophor was the cleaning agent used on the device. Tego was not utilized and there was no luer adapter issue. The insertion site was treated with iodophor prior to product placement. There was nothing unusual observed on the device prior to use and there were no other products utilized with the device. Flushing was done prior to insertion and had a normal outcome. The guide wire used was one included in the kit. Excessive force was applied on insertion and withdrawal of the guide wire and there was no resistance when inserting the guide wire. There was no problem with the catheter's dimension and there was no occlusion noted. The guide wire was intact, did not break into pieces and it was removed manually. The product was replaced with a new device from a different vendor to resolve the issue and procedure was completed. There was blood loss of about 1ml and blood transfusion was not required. There was no intervention/medical treatment required as the result of the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: d3(MFR name, street 1, MFR city, MFR region, country code and postal code), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one catheter kit. The returned guidewire showed signs of damage from difficult removal, and was deformed near the j-tip. A re presentative guidewire was inserted into both the arterial and venous luer adapters and was able to be passed through the device without difficulty. Additionally, the representative guidewire was passed through the returned puncture needle without difficulty. It was reported that the guide wire was unable to be withdrawn, frayed and coiled. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.